Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and ran the vent for 90 minutes at 500ml of volume to see if the exp flow xdcr (transducer) would drift. The vte (end-tidal volume) remained at a constant 508 mls throughout.ran vent at 21, 30, 60, 90 & 100% fi02 (fraction of inspired oxygen) during this time & the vte was not affected. The exp flow transducer was recalibrated. If problem persists, the main pcb (printed circuit board) needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator stopped ventilating and volumes started to go down. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.